Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie pocket was broken. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a 5 to 10 minutes delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the cubie pocket was broken. A technical support specialist (tss) sent the customer an email with information about the broken cubie pocket return and replacement process. Once new cubie has arrived, customer will replace it on the station. The technical support specialist closed the case.